Manufacturer narrative:
In regard to this complaint, a vitrectomy module was provided for investigation. The complaint could not be reproduced during investigation, the module worked according to d.o.r.c specifications. Since no issues were detected during testing, it was determined that the reported complaint cannot be attributed to the vitrectomy module that was provided for investigation.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (vi-defect). Since 2021 more than (B)(4) surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during vitrectomy procedure, the surgeon encountered pressure issues, leading to an error (vit3). Unable to resolve the vit3 error message, it was decided to cancel the case. No report that actual patient harm occurred, however, due to the reported event surgery was delayed.

Manufacturer narrative:
We have been informed that during vitrectomy procedure, the surgeon encountered pressure issues, leading to an error (vit3). Unable to resolve the vit3 error message, it was decided to cancel the case. No report that actual patient harm occurred, however, due to the reported event surgery was delayed.

Event description:
We have been informed that during vitrectomy procedure, the surgeon encountered pressure issues, leading to an error (vit3). Unable to resolve the vit3 error message, it was decided to cancel the case. No report that actual patient harm occurred, however, due to the reported event surgery was delayed.

Manufacturer narrative:
The device is not yet accessible for investigation. Therefore, preliminary results or conclusions are not yet available. The device will be returned but is not accessible for investigation yet. The investigation will be continued when the device is available for examination.

Event description:
We have been informed that during vitrectomy procedure, the surgeon encountered pressure issues, leading to an error (vit3). Unable to resolve the vit3 error message, it was decided to cancel the case. No report that actual patient harm occurred, however, due to the reported event surgery was delayed.